Event description:
It was reported that when the asymptomatic patient presented for normal follow-up, externalized conductors were observed via diagnostic imaging. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasions were noted at 7.0-7.9cm and 8.6-10.0cm from the distal tip. The etfe coating was intact at these locations.